Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the biliary trunk. An 8x47x75/ iliac 6f wallstent¿ rp endoprosthesis was advanced to treat the lesion, but was withdrawn as the stent was too long. However, when the device was placed on the table, the physician pressed the stent between his fingers and the stent fractured at the proximal end towards the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.